Event description:
This is a follow-up report.

Event description:
A doctor alleged that within the past year, approximately five (5) patients have had possible reactions in the form of inflammation and swollen gums to exapsyl (strawberry). All patients required antibiotics. This is the first of five reports.